Event description:
It was reported to medtronic neurosurgery that the shunt was not draining intraoperatively. According to the report, another shunt was opened and found to be working. The report stated that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of device performance was not po ssible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).